Event description:
Information was received from a patient via healthcare provider who was receiving an unknown intrathecal medication via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient had come into the hcp office today wanting to have their pump alarm turned off. It was noted the patient stopped going to their previous managing hcp because she was having an issue with her pump and her hcp was not worried about it. The patient was upset when she was explaining this so caller was not able to get much details of what had happened about 1.5 years ago. The patient thought it was something related to her pump not dispensing properly. The hcp confirmed the patient did not plan on using their pump any further and planned on having it removed in the future. It was further reported the patient had to leave their office abruptly and would come back at a later time to address the alarming pu mp. The hcp was not with the patient and would call back next time they were with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned she had a second surgery to replace the anchor in her back. Patient stated that she has been weaned off the pump and stated she was hurting in her spine where the anchor have shifted (date unknown.) Patient stated she wanted the pump and catheter taken out. Patient reported the pump was too old for the clinician tablet to turn the pump off. An email was sent to company representative to shut the alarm off.